Manufacturer narrative:
Device received with cracked case at the display window corner, cracked lcd window display, cracked reservoir tube lip, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump had cracks around the display window. Customer's blood glucose was unknown. Nothing further reported.